Manufacturer narrative:
Device remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient's anatomy was outside the treatment range for the device, and the physician implanted stents in the renal arteries and the superior mesenteric artery in conjunction with implantation of the stent graft. The 1 month post-operative CT showed the presence of a type ia endoleak. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.